Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant was getting hot and they can't tolerate it when charging and patient said "it burns". Patient mentioned that it has been going on for about 6 months and they had reported this to their doctor but the doctor said to call. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number and reviewed role of manufacturer representative (rep).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.